Event description:
It was reported that patient presented in the operating room for device change out as a previous clinical record from (B)(6) noted the device was at eri. During device interrogation, a parameter error was noted. Device was successfully interrogated but no parameters could be selected. The battery voltage was above eri and there was no eri alert. Device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
The reported parameter error and diagnostic anomaly were not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the parameter error could not be determined. The battery trend was reviewed and was above eri throughout the implanted period.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.